Event description:
It was reported that two days post implant, phrenic nerve stimulation was observed. It was further reported that three months later, the patient was hospitalized for pneumonia with artificial respiration, infection due to mrsa, and dislodgement of the left ventricular (lv) lead. After hospital discharge, the patient was admitted to a clinic for mechanical ventilation to treat the pneumonia. The lv lead dislodgement was not treated due to patient's medical condition. The patient was enrolled in the (B)(4) clinical study. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.